Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#). The customer's biomed replaced the xe-50b thermal printer (0161-00-0024-04). The unit passed all functional testing. The iabp was returned to service. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0161-00-0024-04 printer thermal serial number (B)(6) with a reported unit failure of thermal melting. The failure analysis and testing dept. Performed a visual inspection and observed a white residue on the pc board of part number 0161-00-0024-04 printer thermal serial number (B)(6). Based on past experience this residue is consistent with saline. Due to the damage caused by the saline, and the risk it poses to the cardiosave test fixture, the fat dept. Cannot investigate this complaint any further. Retaining the printer in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's printer was burning paper when printing out strips. Iabp remained in use until therapy was completed. There was no patient harm.